Event description:
The reporter stated the surgeon inserted and removed a cc4204bf collamer single piece lens. Due to a ruptured posterior capsule. The lens was removed with no patient injury and a vitrectomy was performed. A sulcus iol was implanted and a suture was required. The facility use's a competitor's phaco system.

Manufacturer narrative:
(Other): (intraocular lens) implant. (Other): work order search. Medical review. Results - (other): a visual inspection of the returned product found half of the lens optic and one haptic torn off and missing. There was evidence of clear surgical residue. Lens work order search was performed with no similar complaints found. Per medical scientific liaison - a posterior capsule tear is more commonly secondary to surgical manipulations performed by the surgeon during intraocular surgery. However, it remains unclear whether the product caused or contributed to this event. Vitrectomy is consequently performed in the presence of a capsule tear where there is vitreous loss, to preclude any further injury. Conclusions - (no conclusion can be drawn): based on the complaint history, work order search, medical review and the evaluation of the returned product, a specific root cause of the event could not be determined.